Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during therapy (medication, and delivery rate unknown). The customer reported that the device was programmed to deliver 500ml of an unknown medication. The "entire 500ml bag of an unknown medication had infused when the pump displayed 108ml was shown to have been infused." It was also reported there was no patient injury or medical intervention required. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.